Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported a suspected thrombus formation due to elevated lactate dehydrogenase (ldh) levels, hemolysis, and power elevations. A pump exchange was subsequently performed.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.